Manufacturer narrative:
H.6. Investigation summary: bd received 20 samples for investigation. The samples were evaluated by visual examination and 10 tubes were selected for functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes an unspecified number of the tubes underfilled. No adverse impact was reported regarding the patient or user.